Manufacturer narrative:
An event of pocket and left arm swelling was reported. The product was returned for analysis. Visual inspection, mechanical, and electrical tests of the device were normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-48446. Related manufacturer reference number: 2017865-2023-48447. It was reported that there was swelling around the patient's pocket area and extending down their left arm. The physician decided it would be best to explant the device system. There were no adverse health consequences, the patient was stable.